Manufacturer narrative:
It was reported that there was a leak coming from the fiter. One sample model 20129e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a leak was seen coming from the filter vent. An air under water test was performed and failed. The filter membrane was flushed with water and dried for over 24 hrs. Another air under water test was performed. The set was pressurized with about 10psi of air and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris extension set was leaking. The following information was received by the initial reporter with the following verbatim: describe the event or problem (please provide as much detail as possible: tubing noted to be leaking from small add on filter one hour into antibiotic infusion, enough to create puddle on patient's gown/chair/floor, no occlusion or backflow noted in line.